Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation. The pump was in good condition with no appearance of any physical damage. An occlusion test was performed. The motor rate error was confirmed during the test. The product problem was attributed to the following: worm coupling/ worm gear. Leadscrew and clutch halves that were no longer working properly due to normal wear. The age of the device - the pump was over 8 years old. The following components were replaced: worm coupling, leadscrew and clutches, worm gear, plunger cable (damaged), tapered spring and guide, battery door (cracked), position pot. The device passed all the functional tests following the above repairs. No intrinsic fault was found with the device. The issues were related to normal wear.

Event description:
It was reported that there was a motor rate error during calibration. There was no patient involvement.